Event description:
It was reported that after the catheter was placed, when removing the spring wire guide (swg) from the catheter, it unraveled. As a result, a new kit was opened and used without issue. There was no reported delay, death or complications to the pt. Additional information received on (B)(6) 2011 from the distributor confirmed that the swg was removed in its entirety.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.